Event description:
The steris legal department received mail correspondence from an attorney that claimed a steris system 1 operator was exposed to fumes from a fluid spill. The operator suffered respiratory injuries as a result of the incident.